Event description:
Pre-operative diagnostics were received and were found to be within normal limits. There was no evidence of a malfunction that would suggest damage to the lead prior to the prophylactic full revision surgery to go from a dual-pin to a single-pin vns system. Thus, it is likely that the observed lead break, fluid leaks, and corrode on the lead wire were due to the explant conditions and are not indicative of a device failure. No additional relevant information has been received to date.

Event description:
The patient underwent prophylactic full vns revision to go from a dual pin to a single pin vns model. The explanted generator and lead were received by the manufacturer and underwent product analysis. Generator product analysis showed that the generator performed according to all functional specifications. A review of the 25% change in impedance history showed that after explant, the impedance changed from one high impedance value to another high impedance value. It is unknown when the impedance first became high. A vboost compliance voltage condition was identified, indicating that the generator had been left programmed on following explant. Lead product analysis identified a coil break at the end of the positive coil. Scanning electrode microscopy showed pitting on the coil surface. The dried remnants of what appeared to have once been body fluids were found in both the inner and outer tubing, with no other obvious point of entry except for the abraded openings and the cut lead ends. A portion of the lead was not returned for analysis, so evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.